Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that posterior cervical fusion at c4-t1 due to spinal stenosis. Intra-op, the implant broke. The lock screw was first torqued to rod. When tightening the set screw into lock screw to hold down mas crosslink, the implant broke. The lower portion of the lock screw remained but the hollow top part of the screw broke off. There was no way to remove the locking screw because the top of the lock screw is needed to access threads or outside grip. Rod remained torqued in place so doctor decided to leave the broken lock screw in the patient without complication. No patient complications were reported as a result of this event.